Event description:
The patient's managing physician in the hospital requested the pump be turned to minimum rate and was considering intrathecal to oral drug dose information. The pump contained compounded baclofen 2000 mcg/ml at 799.7 mcg/day and hydromorphone 15 mg/ml at 5.997 mg/day. It was later reported the pump was turned to minimum rate on (B)(6) 2012 at 10:54 because the reservoir volume was 3.7 mls and the patient was due for a refill 4 days from the date of the request from the pump managing hcp to turn the pump to minimum rate. The pump hcp practiced in (B)(6) and had no staff available to refill the pump in the (B)(6) hospital where the patient was located. The hospital hcp indicated the patient would be hospitalized for an "undetermined period" and planned to prescribe oral baclofen while the patient was hospitalized. The patient experienced sepsis due to an underlying infection. On (B)(6) 2012 at 17:49, the pump delivery was updated to simple continuous dosing of baclofen at 799.7 mcg/day and hydromorphone 5.997 mg/day. This change was made after attending hcp consulted with another hcp. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was reported that patient was diagnosed with a urinary tract infection (uti) and septicemia on (B)(6) 2012. A culture was obtained from the urine/blood and was found to be e. Coli, morganella, proteins. The patient symptoms included fever and generalized swelling. Perioperative antibiotics were administered. IV antibiotics were administered. The patient experienced no drug withdrawal. The infection resolved. The healthcare provider stated that the patient did not develop pump pocket or catheter infection and the intrathecal medication was decreased because of septic shock and unstable situation.

Manufacturer narrative:
Catheter: model 8709, lot# l58353, implanted: 1998 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).